Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid, compounded baclofen and bupivacaine at 5.0 mg/ml, 300 mcg/ml, 15 mg/ml concentrations and doses of 4.5553 mg/day, 273.32 mcg/day, 13.666 mg/day respectively via an implantable pump. The indication for use was non-malignant pain. It was reported during a pump replacement surgery on (B)(6) 2016, secondary to motor stall/loss of therapeutic relief, it was noted that the catheter was dislodged from the intrathecal space. The patient reported worsening pain the same day. It was indicated the issue was related to the device therapy. The catheter was spliced and the issue was resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.